Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support advised patient to perform reset on device, patient declined. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).